Manufacturer narrative:
The technician did find issues with the unit but could not replicate the complaint of no water flow or the complaint of the handpiece getting warm. One of the issues the technician found was that the potentiometer was damaged and this could lead to the unit having poor performance or intermittent power, which the customer did complain about the dial not turning off completely sometimes.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where an overheating insert resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a g124 scaler, the handpiece and insert were heating up; no injury resulted.